Event description:
Patient's zevex infinity pump had err 10 alarm. Patient unable to clear the alarm despite plugging and unplugging and pressing different buttons. Patient unable to turn off pump. New pump sent to patient. Diagnosis or reason for use: dysphagia and cancer of the larynx.